Event description:
It was reported from (B)(6) by a patient while at home they experienced alarms "bat2 critical" and battery switching on the controller. The controller was exchanged with no reported consequences or impact to the patient. Batteries and a controller were exchanged from the facility stock. No additional information was provided. This is report 1 of 3.

Manufacturer narrative:
One controller was returned for analysis. Various analyses were conducted in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the device met specifications; the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed a critical battery alarm and switching events prior to the 25% threshold. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event is communication errors between the controller and batteries, which likely contributed to the event. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01177, 3007042319-2015-01178 and 3007042319-2015-01179) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01177, 3007042319-2015-01178 and 3007042319-2015-01179) submitted for devices related to the same event.